Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was repositioned one month after implant due to an unspecified reason. The patient reported to have experienced parasternal pain following the repositioning. Rhythmcare then recommended performing an x-ray to evaluate system placement and provided further troubleshooting steps. This electrode remains in service. No adverse patient effects were reported.